Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded out of range shock impedances of greater than 125 ohms one day post implant. A revision procedure was therefore performed. It was noted that the distal pin of the defibrillation lead came easily out of the device header. The pin was reinserted with no further issues noted. No adverse patient effects were reported.